Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 6947-65 lead implanted: (B)(6) 2014.

Event description:
It was reported that during a device upgrade procedure, the right atrial lead was pulled back which was thought to have occurred during the withdrawl of the sheath. The lead was noted to still sense and pace poorly. The lead was explanted and replaced a few weeks later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.